Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had drive/motor anomaly. Customer's blood glucose at time of incident was 9.7mmol/l. Customer reported that they had issues filling the tubing, pump was beeping but motor did not appear to be moving. Customer pump is now running up and patient is connected. Customer was advised to monitor and agreed to send out replacement battery cap.